Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pump replacement for normal end of service (eos) date of (B)(6) 2012 and an elective replacement indicator (eri) date of (B)(6) 2012, upon opening the pump pocket, the surgical healthcare provider (hcp) found the pump to be covered in a white crystalline substance. The hcp believed the substance to be drug from a leak. The pump was disconnected from the connector and the hcp was unable to aspirate from the connector. The hcp cut the connector off of the catheter and was then able to easily aspirate from the catheter. A new connector was used and then connected to the pump. The hcp was unsure if the substance surrounding the pump was due to a leak from the occluded connector or if there was a leak from the refill port. It was later reported that as of (B)(6) 2012, the patient recovered without sequelae and was receiving effective therapy. The medication in the pump was hydromorphone and bupivicaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): final analysis of the pump found no pump anomaly. Pump passed all non-destructive testing. Final analysis of the catheter found acceptable testing. Only the pump connector was returned with the pump and the returned segment passed all testing. The catheter access port (cap) was covered up by the white substance. A cap needle was used to break through the white substance to access the cap. Sterile water was flushed through cap and the fluid immediately emerged from the catheter segment still attached to pump to show the system was patent as received. No leaks were found during testing.